Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure by using the powerport m.r.I. Isp. It was reported that post the procedure, it was noted that the catheter had broken and migrated to the patient¿s heart. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Two electronic photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete diagonal break was noted on the distal end of the attached catheter. A complete circumferential break was noted on the proximal end of the catheter segment returned. The distal end was noted to have a complete circumferential break. The edges of the complete diagonal break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be glossy with striations in one region and appeared round/smooth throughout the other region. The edges of the complete circumferential break on the proximal end of the catheter segment returned were noted to be uneven. The surface was noted to be glossy with striations throughout. The edges of the complete circumferential break on the distal end of the catheter segment were noted to be even. The surface was noted to be granular throughout. The photo review confirms the catheter fracture and material separation issue. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure, it was noted that the catheter had broken and migrated to the patient¿s heart. The catheter was removed in ir. The current status of the patient was unknown